Manufacturer narrative:
The device was reinstalled by a third-party installer at the request of the customer and will not be returned to the manufacturer for further evaluation. Photos provided from the office revealed visual evidence that the wall backing material was not sufficient to support the full weight of the unit resulting in the mounting hardware pulling out of the wall. The expert dc installation manual (032-0204-en) provides instructions for proper device mounting based on the installer's assessment of the condition of the wall. The malfunction was determined to be the result of an improper installation. This concludes our investigation.

Event description:
The device became dislodged and fell off the wall during a scan and made contact with the patient. The patient sustained swelling, bruising, and blue marks to the right side of the face/head and was taking pain relief medication. No serious injury has been reported.